Manufacturer narrative:
The "date of event" has not been provided. Should further information or the device(s) become available, a follow-up report will be generated.

Event description:
Alleges charger shorted out and caught fire while charging scooter and blew up one of the batteries.

Manufacturer narrative:
The device was returned and evaluated. The charger was not returned. There was no visual evidence of fire or battery explosion. The device was fully functional with the returned batteries. (B)(4).

Event description:
Alleges charger shorted out and caught fire while charging scooter and blew up one of the batteries.